Manufacturer narrative:
Concomitant medical products : 5076-45 lead, implanted (B)(6) 2005; 6949-58 lead, implanted (B)(6) 2005.

Event description:
It was reported that one day after a routine device replacement procedure, the left ventricular lead pacing impedance was high. The pacing polarity was reprogrammed, the patient performed isometrics, and the impedance issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.